Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 2.2 mmol/l (39.6 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A hazard alarm was emitted during operation. The ambulance was called and patient was treated at home by the emergency medical team (emt) with glucose (4 pack of 15 grams) and vitals signs were checked.